Event description:
Report received from (B)(6) stating that the device had "excessive noise." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The bearings and gears in the elbow and base of the device were corroded and damaged, causing noise and excessive heat. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. (B)(4).